Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center (ccc) the operator got poked by an aliquot probe while cleaning it. The customer stated the operator was wearing personal protective equipment (ppe), gloves and safety glasses while troubleshooting the instrument. Siemens remotely assisted the customer to troubleshoot the instrument. The customer reset the instrument and ran quality control (qc), which passed. The customer recalibrated beta human chorionic gonadotropin assay with fresh reagent and calibrator. Siemens reviewed the data and observed both calibration and qc passed without abnormal assay flags after the troubleshooting actions were performed. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
The customer reported that while troubleshooting the dimension vista 500 instrument, the operator got poked by an aliquot probe while cleaning it. The customer stated that the aliquot probe did not break the skin and the operator did not seek any medical attention. There are no known reports of adverse health consequences due to this event.